Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. Kinks were evident on the core wire and the distal shaft. The device returned with balloon folds expanded. No evidence of necking on the balloon bond. The balloon passed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip, suggesting a leak on the inner member. The balloon failed to maintain pressure. The outer shaft was removed. Upon visual inspection, a tear was observed on the inner member proximal to the distal markerband. The inner shaft material was protruding outwards at the leak site in a proximal direction. The inner shaft material was jagged and uneven at the tear site. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two solarice balloon catheters were attempted to be used to treat a mildly tortuous, mildly calcified lesion with 99% in the proximal left anterior descending (lad) artery. The devices were inspected prior to use with no issues noted. Negative prep was not performed on the devices prior to use. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices and excessive force was not used. The same inflation device was not successfully used with other devices. The devices were not being used to post-dilate a deployed stent. The devices were not moved or repositioned while inflated. It was reported that inflation difficulties were encountered with both devices during attempted balloon inflation. 10 atm of inflation pressure had been applied. There was zero inflation of the balloons. No patient injury reported.  Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora)